Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins). It was reported that patient had small infection at lead anchor site. Both leads and ipg were removed from patient. The infection was confirmed by specimen. Patient compliance was contributing factor. The patient returned to work fairly quickly after implant. Patient works in a field that requires a lot of labor and conditions that are not ideal or sterile.